Manufacturer narrative:
Media review: two images were reviewed by a boston scientific quality engineer. The provided images show the intracardiac electrograms during cardiac pacing and mapping. The images indicate that the device was used to treat an atypical flutter, which is considered off-label use of the catheter. Thus, the reported allegation of off label use was confirmed from the provided media. However, the reported events of vasovagal response and bradycardia could not be confirmed via the provided media. B5: describe event or problem - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a vagal response bradycardia. During a pulsed field ablation (pfa) procedure to treat an atypical flutter, a farawave catheter was selected for use. After delivering the first application to the left superior pulmonary vein (lspv) in flower, a vagal response was observed. This pause lasted over 10 seconds. The physician gave 0.2 mics of glycopyrrolate and this event resolved within the minute. The patient was admitted to the hospital beyond standard of care. The patient is expected to fully recover from the event. The device is not expected to return as it was disposed. It was further confirmed that the procedure was completed, and the patient was discharged from the hospital per standard protocol of the site.

Event description:
It was reported that a patient experienced a vagal response bradycardia. During a pulsed field ablation (pfa) procedure to treat an atypical flutter, a farawave catheter was selected for use. After delivering the first application to the left superior pulmonary vein (lspv) in flower, a vagal response was observed. This pause lasted over 10 seconds. The physician gave 0.2 mics of glycopyrolate and this event resolved within the minute. The patient was admitted to the hospital beyond standard of cate. The patient is expected to fully recover from the event. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.